Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device exhibited post paced t-wave oversensing during the capture test. Programming changes were recommended.